Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the multifunction cable was unable to attach to the device due to the damaged connector. Complainant indicated that there was no patient involvement in the reported malfunction.